Event description:
The customer reported via phone call that the insulin pump was not allowing her to prime the device properly. The customer's blood glucose was unknown. The customer explained that insulin was continuing to drip after releasing the act button. The customer stated that she was unable to exit that mode in the insulin pump. The customer received a replacement insulin pump but experienced the same issue. The customer was advised to assemble a new infusion set and reservoir. Upon removing the reservoir, the customer stated that there was insulin in the connection between the infusion set and reservoir. The customer disconnected the call before further information could be collected. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.